Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The instrument was received loaded with a 2.5mm reload. Visual inspection of the cartridge revealed that staples were present in the pusher slots. All of the pushers were partially advanced; staples were not protruding from the cartridge. The reload was reset. The instrument and the reload were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Replication of the advanced pusher condition may occur when the firing stroke is not completed during application. The instructions for use of this product states: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hepatic resection, the stapler could not be fired. To correct this condition the surgeon had to manually cut and do a hand sewn anastomosis because there were no more staplers available, extending the surgical time by more than 30 minutes. The patient's last known status is reported as stable. No reinforcement material was used.